Event description:
Customer reported the system displays an x in all boxes and gives an alarm beep. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib pcb. System operates as intended.